Event description:
The patient presented with acute onset of hemiparesis and aphasia. The patient received IV tpa at another hospital before the procedure. The patient was treated with the penumbra system 041 and an additional 6 units of ia ipa for an occlusion of the left mca. In addition, the physician attempted use of the merci retrieval device without success. It was noted that during the case, the patient experienced a distal left internal carotid artery dissection which was treated with proximal stent placement. A final angiography showed occlusion of the left internal carotid artery at the bifurcation. This event was considered mild in severity, possibly related to the penumbra system, and definitely related to the angiographic procedure. In addition, the patient experienced vasogenic edema, sah, and emises. The vasogenic edema was considered moderate and unrelated to the penumbra system. The sah was considered mild with an uncertain relationship to the penumbra system. Emises was considered mild and was unrelated to the penumbra system.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Conclusion: vessel dissection and hemorrhage are known and anticipated complications with these types of procedures are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.